Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizziness. The implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ipg remains in use. No further patient complications have been reported as a result of this event.